Manufacturer narrative:
Review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care physician (hcp) via a manufacturer representative (rep). The rep reported that they were with the hcp who was responding to a follow up letter sent for this file. The caller reported that the patient had bilateral leads implanted but that the patient had been complaining of knee pain and that they removed the lead on the same side as the knee pain. It was noted that removal of the lead did not address the knee pain and the caller had been told by the hcp that the patient had pre-existing pain prior to their interstim placement and that the patient was now being considered for knee replacement (not related to the device/therapy). The caller reported that the lead that had been removed had been discarded. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, ubd: unkn, UDI#: unkn. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (B)(6) 2019 regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urge incontinence. It was reported by an advanced evaluation patient that they had been lying down most of the time since the procedure because it hurt to sit or stand and they had soreness at the incision site. On (B)(6) 2019 the patient stated they had a hurting pressure that caused them pain when their stimulation was too high. The patient was advised to keep their stimulation at a comfortable level. On (B)(6) 2019 the patient stated they had not been feeling well and that their urgency had been worse. On (B)(6) 2019 the patient mentioned they had a headache during the call and stated that any of the other programs besides 2 and 6 caused the stimulation to go down the foot and it would become numb. The patient stated it always hurt on the outside of the body, that they would sometimes get the shakes and that their heart would start racing. The patient also mentioned that their stimulation area changed when they moved and they didn¿t know if the leads were moving. The patient stated that they did not experience any of these issues prior to being moved to the left side. The patient was advised to contact their health care physician (hcp). On (B)(6) 2019 the patient stated they had a pinched nerve and that being on the left side for therapy was causing their stimulation to be painful down their left leg and also causing numbness. The patient also stated that their ¿butt¿ was ¿killing¿ them. The patient also mentioned feeling shaky and different and more nervous. On (B)(6) 2019 the patient reported they were not feeling well. On (B)(6) 2019 additional information was received from the healthcare professional (hcp) in response to an inquiry for more details regarding the event: when asked the cause of the stim being too high the hcp replied that the patient's pain stems from pre-existing knee problems. When asked whether the cause of any of the other programs besides 2 <(>&<)> 6 causing stimulation to go down the foot was determined, the hcp replied this was during the trial and that lead was since removed. Hcp didn't answer the cause question. The patient having the shakes, having a racing heart and feeling different have resolved. There were no further complications reported.